Manufacturer narrative:
The thermogard console in complaint was not returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during device check, the thermogard xp system (sn: (B)(4)) was displaying error message tcmid: 06 (ce post failure) when the unit was powered on and the fan is not working. No patient involvement was reported.

Manufacturer narrative:
The reported complaint for the thermogard displaying error message tcmid: 06 (ce post failure) was confirmed during initial functional testing. The microcontroller was replaced to remedy the fault, after which the console passed all the final functional testing and met the manufacturing specification. No physical damage was noted during visual inspection. The platform failed the initial functional testing due to error message tcmid: 06 displayed when the unit was powered on. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard xp ivtm system s/n: (B)(4) for same error message tcmid:06 reported on (B)(6) 2017 under ccr 30433. The refrigerant in the compressor was mixed with bubble during transportation leading to the error message. No issue were found with the cooling engine.